Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the psu of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found that the camera had an intermittent history of firmware compatibility and illuminator current being low. Additionally, the psu failed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Other relevant device(s) are: product ID: 9735821, serial/lot #: sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the suretrak calibration did not work and the ball tip probe could not be seen by navigation. The site did not use the suretrak calibration. No further information was received. Additional information was received stating that the procedure being performed was a cranial resection. The procedure was no able to be completed. No impact on patient outcome. Additional information was received stating that the ball tip probe was not working was not the reason for the surgery not happening. The case did not happen because of a problem with the suretrak system. Additional information was received stating that the instrument status was intermittent. It seemed that the camera viewing field was not stable from all sides.

Manufacturer narrative:
H3) the vendor analysis was completed on the camera base. They found the fault description of high aak result had been confirmed. The returned unit had been characterized as extended pyramid volume. Unit has also passed outgoing product testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.